Manufacturer narrative:
The product is being used for an off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a loss of therapy, is in severe pain, states device stopped working 2 days ago and that the programmer won't connect with ins with or without antenna. She tried changing out batteries for new regular alkaline batteries but that did not resolve the issue. Patient also just move to the new orleans area and does not have a managing doctor. Patient was offered physician listing, but already had this, asked if a manufacturer¿s rep could be notified and an email was sent to the field reps. Patient services reviewed with patient that the ins is not indicated for pain, but patient states it helps her. Patient reports she was in the ER last night and they recommend a doctor for her as well, but she can't see them for 1 month and she need to be seen sooner. No further complications were reported at this time.